Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2. Reference MFR number: 1627487-2017-02640. It was reported the patient had multiple falls and experienced stimulation at a wrong location. X-rays revealed the leads migrated. As a result, the leads were relocated on (B)(6) 2017. The issue was resolved.